Event description:
Caller reported a malfunction in the pump, identified with malf 12 code, which occurred at least three times on the same pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.